Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 466 mg/dl which was treated with manual injection. Customer¿s current blood glucose was also of 466 mg/dl. Customer was tired and sluggish. Customer states that drive support cap was normal. Customer advised to change entire set, reservoir and insulin, revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.